Event description:
It was reported that during a sigmoidectomy procedure, the device did not coagulate. Another same like device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 07/21/2008. Info anticipated, but unavailable at this time.